Event description:
It was reported that the patient had experienced high blood glucose level event on (b)(6)2026. The patient was treated with insulin via pump and the glucose level had been high for one to two hours.

Manufacturer narrative:
E1:Patient City: (b)(6)Patient Country: CanadaName: Medtronic MinimedCountry: United States of AmericaAddress Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a Serious Injury complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545